Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and not feeling well. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Customer was wearing insulin pump at the time of hospitalization. Customer also reported that sensor was reading 200 points higher and experienced battery longevity issues. Customer was advised that battery cap would be replaced.